Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 18 ga x 1-1/4 in single port needle did not disengage. The following information was provided by the initial reporter, translated from chinese to english: radiology puncture of an 18g nexiva with a needle core that would not come out after a successful puncture. "After the needle was removed, the nurse tried again and the core needle came out again, but the client still thought there was a problem with the safety device," patients are examined with needle cores that cannot be removed, affecting patient and departmental satisfaction.

Manufacturer narrative:
Investigation results: the complaint that the needle would not separate from the catheter adapter was confirmed from the photograph and circumstantial evidence that was observed on the returned sample. The provided photo showed the needle withdrawn through the tip shield of the 18g nexiva device, but the tip shield remained attached to the catheter adapter. The physical sample was received with the needle completely separated from the catheter adapter. The cannula had been fully withdrawn through the tip shield safety mechanism; however, it was noted that the cannula was misaligned during assembly, which may have been a contributing factor of the reported issue. The misaligned cannula punctured through the tip shield material, which created a tab of material that likely prevented the safety mechanism from fully separating from the catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.